Event description:
Healthcare professional using the device -fhc-102- got a negative result with a urine specimen. Based on the tests results, an iud was inserted. When a subsequent ultrasound was performed to check placement of the iud, the pregnancy was confirmed. The iud was placed and removed on the same day. Six days later, the pt developed severe abdominal cramping. Two days later, the pt spontaneously aborted -miscarried- the fetus.